Event description:
It was reported that the user experienced a low blood glucose event with a meter reading of 75 mg/dl and received coaching to treat with 5¿10 grams of oral carbohydrates, after which glucose increased to 88 mg/dl. Customer care provided support that included user troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear. No symptoms associated with hypoglycemia. Outcomes included resolution of the low without medical intervention. It was concluded that the event was managed with oral carbohydrates and no further action was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.